Event description:
Customer reported that the device delaminated once it was removed from the packet. The attending continued to use the device by tacking it into place. Operative time was extended however there are no reported adverse patient consequences and the device remains implanted.